Manufacturer narrative:
Additional information was received that the unit was under delivering tidal volume, not over delivering tidal volume. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. This is not a reportable malfunction. H3 other text: additional information was received that the unit was under delivering tidal volume, not over delivering tidal volume. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. This is not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a greater than 20% over delivery of tidal volume. There was no report of patient injury.